Event description:
It was reported the patient went to place healing abutment on, implant at tooth #30 twisted out.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient weight unknown / not provided. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This report is being submitted to relay corrected data and additional information. Correction: the reporter had provided the complaint category as loss of integration (li), which was not initially reported. Subsequently, this report is being submitted to retract the initial report MFR report number 0001038806-2024-00237 and no additional reports will be submitted under MFR report number 0001038806-2024-00237.

Event description:
The reporter had provided the complaint category as loss of integration (li), which was not initially reported. Subsequently, this report is being submitted to retract the initial report MFR report number 0001038806-2024-00237 and no additional reports will be submitted under MFR report number 0001038806-2024-00237.